Event description:
On (B)(6) 2013 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio pro meter was giving inaccurately low readings. On (B)(6) 2013, the technical service representative (tsr) spoke with the patient to obtain and verify information. On the afternoon of (B)(6) 2013, the patient obtained the blood glucose reading of 59 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of sweating and dizziness, and she felt hypoglycemic. The patient also tested using a friend's meter, and obtained the reading of 120 mg/dl. The patient administered self-treatment by consuming food, and felt better afterwards. She did not seek any medical attention. Prior to the onset of symptoms, the patient had eaten one slice of bread and had taken 4.0 units novorapid insulin. The patient managed her diabetes with novorapid insulin taken on a sliding scale. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, the meter reading correlated with the symptoms and treatment, and there was no delay in treatment. However as the test results fell outside expected values for meter to another meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.